Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure of a humeral diaphysis fracture, it was observed that the battery handpiece device would not start up at all despite using two fully charged batteries. It was reported that the surgeon did not perform the reaming manually or the distal locking with radiolucent drive with freehand due to the technical difficulty to perform the procedure. It was reported that the surgeon decided to use a short nail (16mm), however, only one screw was applied for the distal locking because the fractured part was too close to the distal locking site. It was reported that the procedure was extended thirty minutes. It was not reported if a spare device was available for use. There was no information as to how the procedure was completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer was documented as (B)(4) 2014 in the initial report. It has been corrected as (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 14, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.